Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned inside a sealed non-company sterilization pouch. The pouch was opened to evaluate the lens. The lens was adhered to the adhesive sides of a label. Viscoelastic was observed on the lens. The optic was broken and cut into pieces, typical of an insertion and removal. The larger of the broken optic portions was split and torn across the rings, through the central optic zone. Additional small, cracked damage was observed to the optic on the anterior and posterior. The anterior optic surface was also scratched between the outer rings and the outer edge. All product and batch history records are quality reviewed prior to product release. A qualified cartridge, handpiece, and viscoelastic were indicated. The root cause cannot be determined for the reported complaint. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The questionnaire response indicated that the patient was unhappy with vision. The multifocal toric company (1.50 cylinder) 22.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a multifocal non-toric company 23.0 diopter (add power +2.2/+3.2 diopter) lens. This information that a multifocal toric lens was exchanged for a multifocal non-toric lens would reasonably suggest that the complaint may be unrelated to the product and that the replacement lens was an improved selection for this patient's vision needs. File will be reopened if new information is received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient was unhappy with their vision. The lens was exchanged for a different model and diopter of the same company's lens after the initial implant procedure. No vitrectomy was performed but suture of incision or wound needed. The capsule bag remained intact. Additional information has been requested.